Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases of needles bending during use previously reported? What is the name and contact information for the facility? Do you have any product for evaluation? Please provide the following for each procedure: what was the name and date of the procedure? What is the specific number of needles bent during the one procedure? What is the specific number of needles that bend during the procedure? Do you have any product for evaluation?

Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2019 and barbed suture was used. The curved needle attached is bending at the sharp tip and shearing/breaking off. The tapered sharp tip appears to not be able to withhold the pressure exerted on it. The procedure was delayed by an unknown amount of time to retrieve the tip and retrieved successfully. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested: can you clarify, did 5 needles break during the one procedure on (B)(6)? Were the cases of needles bending during use previously reported? What is the name and contact information for the facility? Do you have any product for evaluation? Please provide the following for each procedure: what was the name and date of the procedure? What is the specific number of needles bent during the one procedure? What is the specific number of needles that bend during the procedure? Do you have any product for evaluation? The following was obtained: that¿s a long list of questions- I was not in the room and received the product after the fact. Here is what I know. The needles attached have bent multiple times in multiple cases. I don¿t have specific dates/times and/or cases other than what I reported. I sent the product with my rep so he has it and submitted it. You will have to contact him and see when he sent it in. I believe they were all in total knee cases. That is the extent of my knowledge. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You indicated that product was sent back with your rep. Could you provide the contact information for the rep so that we can follow-up on device return? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. Note: events for the patient reported in 2210968-2019-89710, 2210968-2019-89711, 2210968-2019-89712, 2210968-2019-89713, 2210968-2019-89714.